Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed, customer reported a short battery life or a low battery alarm no harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a corroded battery tube. The pump passed the self test, displacement test, and leak test however, the pump was received with high active and sleep current. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the history files reveals: two (2) low battery alerts (B)(6) 2024 (22:50) and (B)(6) 2024 (14:55). Two (2) change battery fault (replace battery) alerts (B)(6) 2024 (11:13) and (B)(6) 2024 (06:00). Two (2) off no power (replace battery now) alarms (B)(6) 2024 (11:44) and (B)(6) 2024 (06:31). Troubleshooting: disconnected the internal battery, the high current persisted. Swapped target hardware (electronic and motor assemblies) into a test case, the high current persisted. Swapped known good hardware stack (electronic and motor assemblies) into the target case, the run/sleep currents test normal. Swapped known good pcba 1 and motor assembly into the target case, the run/sleep currents test normal. Replace the target motor assembly and kept the known good pcba 1 into the target case, the run/sleep currents test normal. Conclusion: high run and sleep current measurements (low battery life) are confirmed, fault is isolated to pcba 1. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. High run and sleep current measurements (low battery life) are confirmed, fault is isolated to pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.